Event description:
During the index procedure an in. Pact av access balloon was used to treat the left arm. Two more in. Pact av access balloons were later used to treat the left arm. Approximately 20 months index post procedure patient suffered left subclavian vein stenosis. Lesion noted centrally along the left subclavian vein stenosis. This lesion was the same lesion as the initially treated lesion. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 04, 21 aug 2025: after angioplasty, demonstrated resolution of all flow limiting stenosis with rapid flow through fistula into the central veins. There was excellent thrill over the fistula, with reduced pulsatility. The event was treated with a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.